Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient, via a manufacturer representative (rep), receiving morphine (10 mg/ml, 3.588 mg/day) via an implantable pump for spinal pain. The patient reported a volume discrepancy but the exact volumes were unknown. The rep was called to the case and had no other information. The rep stated that the pump was scheduled to be replaced no (B)(6) 2018. The volume discrepancy occurred on an unknown date at the patient's most recent refill, earlier this year.